Manufacturer narrative:
Product analysis: analysis was able to confirm the atrial output was not stimulating. The epg failed incoming testing, the parameters were out of tolerance. The high rate panel was defective and the epg was missing the high rate cover. The epg was returned to the customer without repair at the customer's request. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial output connector did not stimulate. The epg was returned for service. There was no patient involvement.